Event description:
Event was initially reported by the treating physician to a biotissue medical science liaison (msl) on (B)(6) 2026. Prokera slim device was placed onto patient's eye on (B)(6) 2026, for treatment of neurotrophic keratitis (nk) and superficial punctate keratitis (spk). After product insertion, it was noted that the bottom eyelid was having difficulty covering/keeping the membrane in place, so the eye was taped fully closed. The patient left the office but called sometime later in the day (time unknown) with mild discomfort. The patient returned to the office on (B)(6) 2026 due to pain/discomfort, and the prokera slim was removed from the eye. The patient's cornea was noted to "look great" but there was some conjunctival swelling (chemosis) noted. Pred forte drops (steroid drops) were prescribed to address the chemosis. The patient's signs and symptoms had immediate improvement after device removal and were nearly fully resolved by the time the patient left the office. In discussing the case with the msl, the doctor believes the device may have been inserted in the wrong orientation. The msl reviewed the correct orientation of prokera with the treating doctor as this was only the doctor's 3rd prokera insertion.

Manufacturer narrative:
The MDR was submitted beyond the 30-day time frame following post-investigation clarification of reportability criteria identified during an FDA inspection. It was determined that events involving medical treatment after device use, even in the absence of a confirmed serious injury, should be considered interventions to preclude serious injury and therefore reportable. The record was re-evaluated accordingly, and an MDR was subsequently filed.